Event description:
Hospital reports that during image-guided surgical procedure for removal of meningioma(s); device did not stop as expected and became severely lodged in the burr hole. Device needed to be removed from cranium with considerable force. This caused loss of orientation of the underlying meningioma for which this burr hole was made. Hospital reports no damage to dura or brain. Post operative condition of pt is good. Principle issue was loss of image-guidance orientation to tumor and thus a reduced confidence in complete removal of the mass.